Manufacturer narrative:
(B)(4).

Event description:
Procedure: . According to the reporter: whilst the surgeon was inserting the device into the patient it was reported that the balloon/bag became kinked. All though this occurred, the surgeon proceed with the procedure and the product. The surgeon then attempted to inflate the balloon as normal however, the bag was unable to fully unroll and inflate, the report stopped and didn't use the word ruptured although it was scribbled out. There was no impact on the patient and no delay in procedure time. Patient suffered no blood loss and no other information was given. The term ruptured was originally being used in reference to the balloon bladder but the customers report only described the balloon as becoming pinched after their own review. Nothing fell into the patient and thus nothing had to be retrieved.

Manufacturer narrative:
(B)(4).